Event description:
A report was received that the pt was experiencing pain at the pocket site when the stimulation is on and off. The physician gave the pt a shot to relieve the pocket pain, and there is no plan for a pocket revision.

Manufacturer narrative:
This is the final report.